Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to have the bluetooth on the smart device forget the transmitter, uninstall then reinstall the g5 app, close all apps running in the background; relinquished the transmitter and manually re-enter the transmitter serial number and then re-pair the devices which was successful. No additional patient or event information is available.